Manufacturer narrative:
To date, no devices or photos were received with the complaint for investigation; therefore, the condition of the components is unknown. Without a device, both visual and dimensional evaluations cannot be performed. Review of the compatibility matrix identified that the femoral component is compatible with the patellar component, and the tibial component compatible with the articular surface component. However, the femoral component is not compatible with the articular surface. Updated information received via primary and revision operative notes. Review of primary operative notes confirms patient underwent a right total knee arthroplasty on (B)(6) 2010 due to osteoarthritis. Upon opening the knee, the patella was subluxed laterally and the menisci and acl were all excised. The appropriate cuts were made and trial components, when extended, were reported to reveal slight hyperextension. The patellar component was prepared and when trialed through range of motion revealed some lift off and therefore, a lateral release was performed. Final components were cemented and revealed full extension without hyperextension and good varus/valgus stability. Cementation of the patellar component also revealed good tracking with no lift off. Primary operative notes do not reveal any deviations to the surgical technique. Review of revision operative notes confirms patient underwent a revision right knee arthroplasty on (B)(6) 2014 due to aseptic loosening. Preoperatively, it was reported that the patient had loosening of the tibial component and chronic posterior cruciate ligament (pcl) laxity. Upon opening the knee, the tibial plate was found to be loose. The femoral component and patellar components were both well fixed, but the femoral component was explanted as the patient required revision from a cr component to a ps. The component was explanted with very little bone loss. Once the femoral component was explanted, the tibial plate was removed without much difficulty. Revision trial components revealed good stability in both varus and valgus and excellent alignment. The patient was revised from a 14mm articular surface to an 18mm. Device history records were reviewed for both the tibial plate and articular surface with no deviations or anomalies identified for the articular surface. One deviation was identified for the tibial plate due to tool marks on the edge of the part and a black spot from the blast media. The affected parts were reworked and therefore would not have contributed to the reported event. Based on the information provided in the revision operative notes, the laxity reported would have affected the stability of the knee and likely contributed to the loosening of the tibial plate.

Manufacturer narrative:
This report is being amended to reflect changes in sections f10, g1-2, g4, g7, h2, h6, and h10. To date, no devices or photos were received with the complaint for investigation; therefore, the condition of the components is unknown. Without a device, both visual and dimensional evaluations cannot be performed. Review of the compatibility matrix identified that the femoral component is compatible with the patellar component, and the tibial component compatible with the articular surface component. However, the femoral component is not compatible with the articular surface. Updated information received via primary and revision operative notes. Review of primary operative notes confirms patient underwent a right total knee arthroplasty on (B)(6) 2010 due to osteoarthritis. Upon opening the knee, the patella was subluxed laterally and the menisci and acl were all excised. The appropriate cuts were made and trial components, when extended, were reported to reveal slight hyperextension. The patellar component was prepared and when trialed through range of motion revealed some lift off and therefore, a lateral release was performed. Final components were cemented and revealed full extension without hyperextension and good varus/valgus stability. Cementation of the patellar component also revealed good tracking with no lift off. Primary operative notes do not reveal any deviations to the surgical technique. Review of revision operative notes confirms patient underwent a revision right knee arthroplasty on (B)(6) 2014 due to aseptic loosening. Preoperatively, it was reported that the patient had loosening of the tibial component and chronic posterior cruciate ligament (pcl) laxity. Upon opening the knee, the tibial plate was found to be loose. The femoral component and patellar components were both well fixed, but the femoral component was explanted as the patient required revision from a cr component to a ps. The component was explanted with very little bone loss. Once the femoral component was explanted, the tibial plate was removed without much difficulty. Revision trial components revealed good stability in both varus and valgus and excellent alignment. The patient was revised from a 14mm articular surface to an 18mm. Device history records were reviewed for both the tibial plate and articular surface with no deviations or anomalies identified for the articular surface. One deviation was identified for the tibial plate due to tool marks on the edge of the part and a black spot from the blast media. The affected parts were reworked and therefore would not have contributed to the reported event. Based on the information provided in the revision operative notes, the laxity reported would have affected the stability of the knee and likely contributed to the loosening of the tibial plate.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00111314001, palacos r+g bone cement, lot # 69334224, quantity: 2, manufactured by: (B)(4) medical. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-02375. This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient was revised due to tibial loosening.